Manufacturer narrative:
By checking the manufacturing charts of lot #1605793, no pre-existing anomaly was found on a total of (B)(4) items manufactured with lot #1605793 - ster. 1600106. According to our records, at least 27 out of (B)(4) modular stems with lot #1605793 - ster. 1600106 have been implanted and this is the only complaint received on this lot #. By checking the manufacturing charts of lot #1680385, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot #. According to our records, at least 49 out of (B)(4) modular heads with lot #1680385 - ster. 1600128 have been implanted and this is the only complaint received on this lot #. By checking the manufacturing charts of lot #1701230, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot #. According to our records, at least 2 out of (B)(4) necks with lot #1701230 - ster. 1700159 have been implanted and this is the only complaint received on this lot #. Explants analysis: explanted items were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received two x-rays referring to pre-operative revision surgery. Further x-rays referring to post-operative previous surgery were requested to the complaint source but were not available. The x-ray received - dated (B)(6) 2020 - have been evaluated by a medical consultant. Following, the medical consultant comments: "it would be informative to have some x-rays after (B)(6) 2017 which would allow to identify some reason for subsidence. Seemingly loosening of the stem occurred after a revision in combination with a femoral osteotomy, as may be concluded from the cerclage wires. The osteotomy is not yet healed! In such conditions some subsidence may be expected, not necessarily followed by loosening. On the sent x-rays I see no sign of loosening and there is no leg length discrepancy visible on the sent x-rays, only the gap laterally as a sign of incomplete healing. Was the distal module loose clinically? I doubt the described procedure with exchange from 20/140 to 20/200 will be successful. I also do not understand the "requirement" of a collar. In case of loosening the diameter should be increased (to 22 or 24). However, this is not the responsibility of the manufacturer. Also loosening of stems under difficult conditions is not necessarily related to the implant itself". Considering that: check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lots #1605793, #1680385 and #1701230; at the best of available information and according to the medical consultant "seemingly loosening of the stem occurred after a revision in combination with a femoral osteotomy, as may be concluded from the cerclage wires. The osteotomy is not yet healed!". In addition, "on the sent x-rays I see no sign of loosening and there is no leg length discrepancy visible on the sent x-rays" and "loosening of stems under difficult conditions is not necessarily related to the implant itself"; further x-rays were requested to the complaint source, however they were not available; based on the available information we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of revision stems - belonging to the family codes 38xx.15.0x0 - due to subsidence is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Hip revision surgery performed on (B)(6) 2020, due to implant subsidence. It was reported that the patient felt pain and the stem had subsided 16mm. The explanted components are: revision modular stem ø20mm (product code 3816.15.010, lot# 1605793 - ster. 1600106). Femoral modular head - m ø36mm (product code 5010.42.362, lot# 1680385 - ster. 1600128) . Revision lateralizing neck h.90mm (product code 7515.15.140, lot# 1701230 - ster. 1700159) . The stem was upsized from 140mm to 200mm in length, the neck was upsized from a length of 90mm to the one of 100mm, while the implanted head was of the same size of the explanted one. Previous surgery took place on (B)(6) 2017. Patient is a male. Event happened in new zealand.

Manufacturer narrative:
By checking the DHR of the lot #1605793, #1680385 and #1701230 no pre-existing anomaly was detected on all the components manufactured with these lot #s. This is the first and only complaint received on these lot numbers. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery due to implant subsidence performed on (B)(6) 2020. It was reported that the patient felt pain and the stem had subsided 16mm. The explanted components are: revision mod. Stem ø20mm (product code (B)(4), lot# 1605793 - ster. 1600106); fem. Modular head - m ø36mm (product code (B)(4), lot# 1680385 - ster. 1600128); revision later. Neck h.90mm (product code (B)(4), lot# 1701230 - ster. 1700159). The stem was increased from 140mm to 200mm in length, the neck increased from a length of 90mm to the one of 100mm, while the implanted head was of the same size of the explanted one. Previous surgery took place on (B)(6) 2017. Patient is a male. Event happened in (B)(6).